Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged stopper as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced under-fill or low draw of a tube with blood. This event occurred 5 times. The following information was provided by the initial reporter: it was reported the "tops of some of the tubes are cut and the tubes are not suctioning correctly. Customer ordered 2 cases of item: 367844 but 5 pk in the case are defective. The tubes are not suctioning correctly.".

Manufacturer narrative:
H.6. Investigation: bd had received 4 photos for investigation. The photos were reviewed and the indicated failure mode for defective stopper molding with the incident lot was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged stopper as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced under-fill or low draw of a tube with blood. This event occurred 5 times. The following information was provided by the initial reporter: it was reported the "tops of some of the tubes are cut and the tubes are not suctioning correctly. Customer ordered 2 cases of item: 367844 but 5 pk in the case are defective. The tubes are not suctioning correctly."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced under-fill or low draw of a tube with blood. This event occurred 5 times. The following information was provided by the initial reporter: it was reported the "tops of some of the tubes are cut and the tubes are not suctioning correctly. Customer ordered 2 cases of item: 367844 but 5 pk in the case are defective. The tubes are not suctioning correctly."

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced under-fill or low draw of a tube with blood and deformed/broken tube this event occurred 5 times. The following information was provided by the initial reporter: it was reported the "tops of some of the tubes are cut and the tubes are not suctioning correctly. Customer ordered 2 cases of item: 367844 but 5 pk in the case are defective. The tubes are not suctioning correctly."

Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced under-fill or low draw of a tube with blood and deformed/broken tube this event occurred 5 times. The following information was provided by the initial reporter: it was reported the "tops of some of the tubes are cut and the tubes are not suctioning correctly. Customer ordered 2 cases of item: 367844 but 5 pk in the case are defective. The tubes are not suctioning correctly." H.6. Imdrf annex a grid: (B)(6).